Event description:
Surgeon used the screw driver to the ao chuck attachment for the power drill and then screw to tibial . Before he put the screws in he used tap first. After that the screw driver tip broke.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the screwdriver bit broke was confirmed. Based on the investigation, the root cause of the reported broken tip was attributed to a user related issue. It was reported that the surgeon used the screw driver element with the ao chuck attachment of a powered drill. The op technique indicates that the final tightening must be performed manually and with a torque limiting attachment to prevent over-tightening. "Final tightening of locking screws should always be performed manually using the torque limiting attachment )ref (ref (B)(4)) together with the solid screwdriver t15 (ref (B)(4)) and t-handle (ref (B)(4)) (fig. 13). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm." [Original statement from the op technique]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A design change was performed, shortening the length of the tip of the screwdriver. This change was performed after the manufacture of the device referenced in this complaint. The complaint issue was addressed by the change request. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
Surgeon used the screw driver to the ao chuck attachment for the power drill and then screw to tibial . Before he put the screws in he used tap first. After that the screw driver tip broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.